Manufacturer narrative:
(B)(4). Results of investigation: the service technician was unable to duplicate the reported issue. All testing was performed using a good known test patient circuits as well as a good known ac adapter. The ventilator passed the 121 hour extended run in test using the customer¿s settings. The ventilator also passed the 40 minute battery duration test. Internal inspection did not reveal any abnormalities with the ventilator.

Event description:
The customer reported that the ventilator is turning on and off by itself. The customer reported that there was no patient involvement associated with this event.